Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. After battery installation, the middle (enter) keypad button was intermittent. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After swapping the boards into another case and then swapping a known good electrical boards, the keypad anomaly persisted and seems to be isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the response of the button was bad and difficult to operate the insulin pump. The screen of the reported insulin pump froze. The back of the direction button was slightly floating in a square. Battery power ran out quickly. The customer performed self test but insulin pump alarmed hardware low level failure twice in a row. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.